Event description:
The customer reported that they had one unit of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
(B)(4). Investigation: the customer stated that the unit took over 8 hours to filter. The unit was collected and processed per the customer's standard operating procedures. Post centrifugation,the unit was visually inspected and was determined to have a red tinge. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Samples were tested and measured in terms of the concentrations of the free hemoglobin in the post-filtration plasma supernatants. The concentration of the sample was 48.1 mg/dl. The manufacturing and testing records were reviewed with no issues noted. Similar reports have been received regarding this production number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:-characteristics of blood e.g. Red blood cell fragility-bacterial contamination-excessively cooling-filter occlusion